Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:1825034-2017-03470.

Event description:
It was reported that during a partial knee arthroplasty, the drill bit fractured and was retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the drill bits identified scratching and signs of wear consistent with use. Both drill bits have fractured as reported by the complainant. Sem analysis indicates that the products were used heavily and both drill bits experienced a torsional/bending overload fracture. Item (B)(4) likely fractured due to wear and tear from use as the product has been in the field for 9 years and shows evidence of heavy use. The root cause is unknown, but wear out due to prolonged, heavy use has been identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.